Event description:
A healthcare worker experienced burning with a whitening of the skin on their left ring and middle finger and their left thumb after the healthcare worker attempted to clear out a used cassette without gloves. The health care worker rinsed the contact areas with water and did not seek medical attention. Their symptoms resolved after they rinsed off the contact areas.